Event description:
It was reported during the implant attempt that the right ventricular (rv) lead could not terminate the induced ventricular fibrillation (vf). Another rv lead with a second coil was used. No patient complications have been reported as a result of this event.